Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: france. E1: telephone: (B)(6).

Event description:
It was reported that during surgery the handle does not remain fixed on its axis. Handle was unable to perform up and down motion. No harm or surgical delay occurred. Another device was used to complete procedure. Due diligence is complete.

Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were updated/corrected: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Review of the most recent repair record determined the comb and bottom roller were damaged, the ratchet gear and pin were worn, the ratchet failed, and the device was out of calibration. The comb, bottom roller, gears, pin, and ball detent were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.